Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results, all mg/dl: (B)(6) 2014 3:47 pm 142; 3:46 pm 178; 3:45 pm 98. (B)(6) 2014 3:04 pm 117; 3:02 pm 120; 2:59 pm 156; 2:56 pm 252. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.